Event description:
A falsely elevated troponin I result of 17.0 ng/ml was obtained on a patient sample. The result was reported to the physician. The same sample was rerun and a result of 0.03ng/ml was obtained. Patient was admitted but treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for this event was sample integrity.